Event description:
It was reported the pt was implanted with a monarc sling system to treat her stress urinary incontinence. The pt experienced mental and physical pain and suffering, physical deformity, emotional distress, and permanent injury. The pt had or will undergo corrective surgery.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.